Manufacturer narrative:
Customer returning product.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that he received a motor error alarm. Troubleshooting was conducted. The customer states that he was able to complete the rewind sequence. Troubleshooting determined the insulin pump needs to be replaced. The insulin pump was not exposed to a strong magnetic field. The customer's blood glucose level was 100 mg/dl. No further information was reported.